Manufacturer narrative:
The actual device was returned for evaluation. The quick coupling device was evaluated and the reported condition that the device is not working, and the pins are not staying in was confirmed. An assessment was performed and it was observed that the device was not self- holding the 0.6 mm wire. It was further observed that the internal components were corroded, an unknown liquid was found inside the unit, and the clamps were worn. The assignable root cause of these conditions was determined to be due to wear from normal use and servicing and improper cleaning and maintenance, which is user error/misuse/ abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a tibial plateau leveling osteotomy (tplo) surgical procedure on a canine, it was observed that the quick coupling device was not working. It was reported that the pins were not staying in the device. It was reported that there was no delay in the procedure due to the event, as an identical spare device was available for use. It was reported that the procedure was completed successfully. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.